Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected regulator leak". Additional informaiton states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Event description:
It was reported "suspected regulator leak". Additional informaiton states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "suspected regulator leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.